Event description:
The rotator broke during a left ventriculogram procedure. The physician was holding the rotator when it broke and was able to complete the procedure. Injection settings: flow-10ml/sec, volume-20ml, pressure unknown.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found one similar complaint for this lot number. The rotator was separated at the bond between the collar and the housing. The root causes of the failures are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint database was reviewed.